Event description:
Event description guidant received information that this transvenous defibrillation lead was exhibiting oversensing with inadequate therapy. The lead was found to have a fracture of the is-1 pace/sense terminal. This portion of the lead was capped and replaced with another pace/sense lead. The shocking portion remains active.